Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: monument, manufacturing date: 21-mar-2022, part number: 02.211.026, 2.7mm va lckng screw slf-tpng with t8 stardrive recess 26mm, lot number: 733p175, lot quantity: (B)(4). Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿package was sealed without the screw inside¿ does not indicate breakage of the screw. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. The video was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from the video. The affected part was not returned to jabil monument. A video was provided that displayed the visual evidence. The video evidence provided revealed that the 2.7mm va lckng screw slf-tpng with t8 stardrive recess 26mm package was labeled on both sides, had no holes or damage, all seals were intact, and there was no product contained in the package. Per the complaint and accompanying video evidence, the complaint condition was confirmed as a non-sterile package with missing product. The affected part was not returned to jabil monument, and the condition was confirmed based on the video evidence. The overall complaint was confirmed for va lockscr ø2.7 head 2.4 self-tap l26 ss. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in brazil as follows: it was reported on december 21, 2021, that the packaging was sealed, however, without the screw inside, as video attached. There was no patient outcome/consequences. This report is for one (1) va lockscr ø2.7 head 2.4 self-tap l26 ss. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional product code: hrs. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.